Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S/w 2.8c. Unit had cracked case battery side and broken battery tube threads. Unit passed displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Initial notes: customer just noticed this morning that there is a chip missing from the battery compartment opening. Incident date is (B)(6) 2018 and bg at incident date was 94 mg/dl. Weight is 280 lbs. Inquired what led up to the complaint. Customer response: damage (physical) bumped/dropped/cosmetic damage t/s per (B)(4). Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: she had fall and when she fell, it hit the floor and chipped. Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: chip missing. 2. Damage occurred: customer fell and pump hit the floor. 3. Location of the damage is: the battery compartment opening. Crack not reservoir lip not belt clip rails not customer caused adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: replaced customer's in warranty pump. Ship: 1-mmt-1715 / return: 1-mmt-1715 (B)(4).